Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose. Blood glucose level was 400 mg/dl and the sensor glucose was 230 mg/dl. The customer reported that the insulin delivery was not suspended. Customer does not allege insulin pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with pen. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.